Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information was received from the health care provider (hcp) regarding a patient receiving intrathecal baclofen 1161 mcg/ml at 431.1 mcg/day, fentanyl 1500 mcg/ml at 556.9 mcg/day, bupivacaine 20 mg/ml at 7.426 mg/day, and dilaudid 1.7 mg/ml at 0.6312 mg/day. The indications for use were intractable spasticity and cerebral palsy. The cause of the catheter issue was an occlusion. The catheter issue was identified during surgical pump replacement on (B)(6) 2015. There was no catheter or catheter segments left in the patient, not in use. There were no catheter segments left in the intrathecal space. The old connector was replaced with a new sutureless connector. The patient recovered without permanent impairment. It was also noted to be sluggish during the catheter dye study on (B)(6) 2015. During surgery, it was noted that there was tissue within the connector that was causing the occlusion.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
It was reported that the catheter seemed sluggish when removed from the pump. When the connector was removed it was flowing. Diagnostic testing included dye study, x-rays and checking the logs. The proximal segment (sc connector) was trimmed off and replaced. There were no patient symptoms and no issues with the therapy. The healthcare provider (hcp) continued her dosing at the same dose and felt she was receiving the drug. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse baclofen, fentanyl, bupivacaine and hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008,product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.